Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an echelon 10 microcatheter that had resistance and was damaged. The patient was undergoing a coiling procedure. Patient's vessel tortuosity was normal. It was reported that the echelon microcatheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. During preparation for use, there was high resistance inserting the non-medtronic guidewire in the echelon microcatheter. Resistance occurred in the middle segment. The catheter "frissed" while inserting the guidewire. The catheter was replaced to continue the procedure. As the issue occurred prior to use in the patient's body, there was no patient involvement. Ancillary device: boston scientific transcend 0.014 guidewire